Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.